Event description:
A consumer reported that their philips acessory charging cable melted and caught fire. No injury or property damage was reported.

Manufacturer narrative:
B3: the event date is approximate. - product was not returned to confirm a malfunction has occurred. H3 other text : device not returned to manufacturer..